Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:27:56. During night drain cycle one, the patient's ultrafiltration reading was 2065ml, indicating the home patient (hp) drained 2065ml more than their maximum programmed fill volume of 1800ml. No additional information is available.